Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1-5 firing. Echelon straight/flex: flex. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green , gold. Was buttressing material utilized? Yes. If so, which product? Seam guard with the green only. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon waiting 25 seconds for compression, and the rep ask the surgeon to pulse fire.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. Additionally seven cartridge reloads were received in a plastic bag. Cartridges (b, c, d, e) were received fully fired. Cartridge (f, g, h) were received sterile. Furthermore cartridges (a, b, c, d and e) were disassembled and no anomalies were noted with the internal components. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device was tested for functionality in the straight position with the returned cartridge (f) and with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure there was oozing at the staple line on all five firings. Gore seam guard was used on all four green firings. The surgeon used clips to stop the oozing. Also after the first firing it was noticed that the joint cover was tore. The device was used to complete the procedure with no patient consequence. The procedure was extended 20 minutes due to the staple line oozing, but did not affect the post-op care of the patient.